Event description:
In 2002 the end-user called medtronic minimed and stated that user has been experiencing high bg's since last night. Manufacturers checked, cust stated that the cannulas seem to bend easily after the insertion. In 03/2003 maersk medical a/s received the complaint and 1 used cannula part.